Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that when they went to give herself a bolus, the bolus was slowing down considerably since 3 - 4 weeks ago. The patient stated that they spoke with someone a couple of months ago and they walked her through the process of clearing the data on the handset. The agent walked patient through the steps to clear the data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory; product ID a820, serial# unknown; product type software product ID hh90t01, serial# (B)(6), product type mobile platform h7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-05-02 rtg0803621 (con): additional information was received from a consumer (con) stated that when they went to give herself a bolus, the bolus was slowing down considerably since 3 - 4 weeks ago. The patient stated that they spoke with someone a couple of months ago and they walked her through the process of clearing the data on the handset. The agent walked patient through the steps to clear the data. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a consumer regarding a patient receiving droperidol via an implanted pump. The patient reported that for several months, they had been having issues with their equipment connecting to their pump. Per the patient, 4 minutes was the least amount of time it took to connect to the pump, and sometimes it took 7 minutes or more to connect. The patient stated they had seen 'no response and it gets to 90% and that's when it stops ¿ then sometimes it says close app or wait, but if I press wait, sometimes it will work, but other times it will say some kind of error that's going on and we have to go back and reconnect it or something so I go back and start all over again.' The patient also stated, 'some of the time when I'm using it, it goes to the not responding screen and it takes the bolus off (referring to boluses per day decreasing by 1), but I don't feel like I have had any medication delivered.' During the call, the patient unlocked the handset and saw 'myptm isn't responding, close app or wait.' The patient tapped 'wait' and then saw system error 156 (application restarting due to system error). The patient tapped 'ok' and connected to the pump with a 90% telemetry delay, stating that the connection to pump was 'slowly moving around,' but they were eventually able to connect and saw an expected lockout. The agent assisted the patient in disabling tutorials and reviewed clearing patient data. The patient understood and consented. The patient data was 14.83 mb. During the call, the patient cleared the data successfully. The agent reviewed connection considerations, and the patient agreed to monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot#/ serial# (B)(6), implanted: explanted: product type accessory product ID a820, lot# / serial# unknown, implanted: explanted: product type software product ID hh90t01, lot# / serial# (B)(6), implanted: explanted: product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.